Event description:
It was reported that during an afib case, a pericardial effusion was noticed. There was resistance while the physician was going transseptal in the left atrium. The physician noticed the sheath wire was ¿kinked on floral¿. The anesthesia noticed the patient¿s pressure had dropped and the patient became tachycardic. They noticed a moderate size effusion in the left centrical. The effusion was confirmed on the ultrasound machine. They ordered a sat echo and an interventionist came in and tried to tap but they could never get into the paracardial space. It was noted on intracardiac echocardiography (ice) that the effusion was significantly smaller. The patients pressure came back up, the heart rate decreased so they ended up not pulling off any fluid. The last known status of the patient was awake, alert and oriented. The patient will be going to the intensive care unit (ICU) to be monitored. The reporter stated that they believe the injury was caused by the catheter nicking the posterior wall of the vein. The versa cross rf sheath wire is believed to have nicked the posterior wall while going across the septum during transseptal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).